Manufacturer narrative:
Additional information has received from the health care professional (hcp) at the patient's following clinic indicated that the patient has an appointment scheduled in the near future. The last in clinic device check was approximately 6 weeks prior. The patient was doing well with no cardiovascular complaints. The patient's indications for therapy are sick sinus syndrome (sss) and bradycardia. The hcp planned to contact boston scientific if there was anything abnormal from the in clinic appointment. No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that the patient with this pacemaker experienced a syncopal episode. Boston scientific technical services (ts) performed a remote interrogation and there were no recent episodes stored within the device. All of the lead measurements were within normal limits. The device is operating as programmed.